Event description:
It was reported that after insertion, no urine was output, so upon checking, it was found that sterile water was not present. Upon reinfuse and verification, sterile water was leaking out into the drainage lumen of the foley catheter.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 all silicone foley catheter with syringe. Verified material number 2758j12 and manufacturing lot number ngjs1021. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter immediately leaked lumen to lumen at the bifurcation. This is out of specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion, no urine was output, so upon checking, it was found that sterile water was not present. Upon re-infuse and verification, sterile water was leaking out into the drainage lumen of the foley catheter.